Event description:
Boston scientific recently received information from a non-boston scientific representative that this implantable cardioverter defibrillator (ICD) had been explanted over nine years earlier with alleged premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
To date this device has not been returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.